Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: g3; h2; h3; h4; h6 and h11. The device was not returned to olympus for inspection. However, a field service engineer (fse) worked with the customer over the phone to troubleshoot the issue. They were able to resolve the video issue, but unable to solve the provation issue. The customer had to go with provation customer support. The customer then was able to resolve all issue with provation. The complaint was unable to be confirmed, but was resolved by an fse over the phone, the device was not returned for evaluation, but the issue the customer had was able to be resolved. A root cause could not be identified. Based on the results of the investigation, the most probable cause was not determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the video system center was not displaying an image. The issue was found during inspection for use. There were no reports of patient involvement.